Event description:
It was reported that the vns patient passed away. The neurologist's office reported that the patient had left their practice and they had no information regarding the patient's death. The death certificate was obtained which listed the immediate cause of death as metastatic lung carcinoma. Other significant conditions contributing to death, but not resulting in the underlying cause were listed as seizure disorder and copd. No autopsy was performed. The death certificate noted that the patient died at her sisters residence. Review of the in-house programming history identified that the last settings received showed the patient's device was programmed off. It is unknown whether or not the patient was receiving vns therapy at the time of death.